Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, and h10. Visual examination of the returned product identified a piece has fractured off the anterior of proximal tibial plate surface. Not all pieces were returned. Dimensions were verified. Medical records were not provided. Device was submitted for further analysis. Analysis determined fracture surface artifacts are consistent with overload failure mode, but definitive failure mode could not be determined within the limits of the optical evaluation and the component could not be accommodated in the sem. Material analysis of the implant found the material to be consistent with ti6-4 titanium alloy. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined for the art surface not being able to seat and the tibial tray fracturing. Per instructions for use 87-6203-453-23 rev. D page 3, "do not reinsert an articular surface that has been inserted previously. There may be visually nondetectable flaws that could reduce the service life of the implant." The surgeon re-using the articular surface with a second tibial tray is off label use and failure to follow instructions provided in the IFU. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not seat with the tibial tray. After two attempts, a piece of metal approximately 0.5 cm came off from the anterior part of the tibial implant area where the inserter of joint surfaces is placed. After this, they decided to extract the polyethylene using an instrument of the hospital and it bent the anterior part of the tibial implant where the inserter of joint surfaces is placed. They opened another tibial implant of the same size and finished the surgery. They had no issues assembling the articular surface with this implant. There is no additional information available at this time.